Manufacturer narrative:
Evaluation summary : it was caused due to delayed reprocessing at the hospital not peformed timely. It is customer mistake. This report is being filed as part of the pentax backlog management plan.

Event description:
Potential endoscopy contamination. Left in ICU for 2 days, needs review to make sure the scope is okay to be used again. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.